Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons have been sticking for a few months. The patient stated that the keypad buttons required multiple presses to elicit a response. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn at the down arrow and ok keypad buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Unable to investigate keypad due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.